Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going swimming while connected to the insulin pump. Customer's blood glucose was 8.4 mmol/l. The customer reported fluid was present under the lcd display and the insulin pump would not turn on. The customer also reported water poured out of the battery compartment when they removed the battery. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assemblies. The insulin pump received with corroded motor home switch. Device received with corroded battery tube. The insulin pump received with minor scratches on lcd window. Device received without battery cap.